Event description:
It was reported that the bed tipped. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Umano medical, the manufacturer is responsible for all regulatory reporting and complaint handling and closure. This complaint was sent to umano medical for regulatory reporting determination. The issue was resolved for the customer by removing the bed from service at the recommendation of stryker (B)(6).

Event description:
It was reported that the bed tipped. Further investigation of this complaint found that the unit was manufactured by umano medical. Umano medical, the manufacturer is responsible for all regulatory reporting and complaint handling and closure. This complaint was sent to umano medical for regulatory reporting determination. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.